Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced from the right side and deployed. A 14-fr gore® dryseal flex introducer sheath (dsf1433/17734396) was then inserted from the left side, and a contralateral leg component was implanted through the sheath. Upon withdrawal of the 14-fr sheath, a dissection was revealed in the left external iliac artery. Two bare-metal stents were implanted to repair the dissection. The patient tolerated the procedure.